Event description:
A hospital in tennessee reported via a fph field representative that the port caps were "popping off" from an rt040m hospital full face non-vented mask. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt040m mask is not expected to be returned to fisher & paykel healthcare (B)(4) as they are no longer available. Attempts to obtain further information has been unsuccessful. Our investigation is based on our knowledge of the product and the information provided by the customer. Results: it was reported that the port caps were "popping off" from the rt040m mask. A lot check was not performed as no lot number was provided. Conclusion: without the complaint device, we are unable to determine what caused the problem observed by the customer.